Event description:
It was reported the intraocular lens was explanted without complication 4 years after implant. Reason stated was the patient's post operative hyperopia.

Manufacturer narrative:
The lens was received and is currently under evaluation at the manufacturing site. Lens met all manufacturing specifications prior to release. A review of the amo implant database shows the lens was exchanged for a higher diopter lens of the same model. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.